Event description:
On 08/05/2025, a sales representative via phone that an ar-1588r-ib acl repair tightrope would not convert. This occurred during an acl repair on (B)(6) 2025. The patient had fine bone quality. All portions of the device were recovered from the patient. The case was completed using another ar-1588r-ib acl repair tightrope.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper surgical technique.